Manufacturer narrative:
No damages or manufacturing deficiencies were noted to the returned device that may cause swelling at the infusion site. The exact cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 36 and 48 hours on the leg. The insertion site was swollen after the pod was removed.